Manufacturer narrative:
The log files showed that the device alarmed with technical fault (tf) 5509 and went immediately into ambient mode. The patient has not been harmed. Tf 5509 indicates that the inspiratory valve is defective. However, as the device was not returned, we cannot confirm this. Based on the given information, the root cause could not be confirmed. Further information has not been given. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag by the biomed: the g5 ventilator was making a high pitched squeal, biomed opened up machine and now says it's not working at all where it isn't dispensing gas out the inspiratory port and also coupled with 5509 error code 2803, 2801, 2804, 9907, 2414, 2402.